Event description:
It was reported that a high, out of range pacing lead impedance measurement was observed. Unable to replicate the out of range measurement with provocative testing. There were no other electrical anomalies and a fluoroscopy did not reveal any evidence of lead damage. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.